Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Expiration date - requested but not provided. UDI - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not implanted. Device manufacture date - requested but not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record has not been conducted and has been requested for review. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2017-00671 and 3013394970-2017-00672.

Event description:
The user facility reported that after successfully completing the angioseal sheath exchange. They were able to successfully lock the mechanism together and receive a click. When they tried to pull back on the device to lock the footplate and receive a second click they were unable to, deeming the device broken. Additional information was received on december 14, 2017: it was reported that there was no additional blood loss and that the staff held the artery in between each closure attempt. Hemostasis was achieved with manual pressure. The patient condition was stable and there was no ill effects from device issue. It was reported that there were no bio-absorbable components left in the patient. It was reported that the procedure outcome was successful and that the patient was discharged.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.